Event description:
Healthcare professional reported "deflation." Record is for right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported "rupture" of a non-abbvie device. Record is for right side. Device has been explanted. This record is no longer reportable to FDA and will be un-reported.